Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 112 mg./dl at the time of incident. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.